Manufacturer narrative:
The patient's previous gi bleeding is reported within MFR report number 2916596-2019-04050. Approximate age of device 2 years, 10 months. Manufacturer¿s investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient's international normalized ratio (inr) goal was lowered due to history of gastrointestinal bleeding. The patient was admitted with a stroke on (B)(6) 2019 and inr at time of admission was 1.68. No treatment was administered and the patient ultimately expired on (B)(6) 2019. The lvad was within normal device parameters at the time of death. Healthcare professionals attributed the stroke to lower inr goals. No further information was provided.